Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the device passed all testing during incoming testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a smoky odor was coming from an exactamix 2400 automated compounder. The main module was running very warm/hot during programming/setup in the pharmacy. There was no patient involvement. No additional information is available.